Event description:
It was reported that the patient expired enroute to the hospital after suffering several episodes of ventricular fibrillation in a two hour period. The patient received multiple shocks from the ICD during this period.

Manufacturer narrative:
No medwatch form was received.

Manufacturer narrative:
The damage found was sustained during the explant procedure.